Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a routine device replacement procedure for normal battery depletion, diagnostic imaging revealed externalized conductors on the right ventricular (rv) lead. Although the electrical parameters were good and stable, the rv lead was capped and replaced. The patient was stable with no consequences.